Manufacturer narrative:
(B)(4). The local representative had explained to the physician that since the device was outside of the pocket and that no shock therapy would be delivered. The local representative was instructed to reprogram the tachycardia mode to monitor only by the physician. On (B)(6) 2015, the local representative was notified by a hospital staff member that this patient was not transported to another facility but was instead transported to the intensive care unit (ICU). Several hours after the revision procedure, the patient coded and died. A boston scientific local representative was not notified during the patient code. The patient¿s medical history was significant for multiple co-morbidities and the exact cause of death was not reported. The local representative is unaware of the device location and does not believe a data upload can be obtained as the hospital is investigating the physician and this adverse event. Subsequently, boston scientific received information from the local representative that according to a hospital staff member the device cannot be located.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2015. This patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015 for a scheduled pocket revision procedure. The patient's medical history was significant for a confirmed pocket infection and erosion. The physician had been informed by the local representative that a pause in pacing was identified during the pre-procedure check. Just prior to the procedure and witnessed by the physician, further testing was performed and an underlying rhythm was identified. It appears that the purpose of the procedure was to remove the device only. The local representative discussed with the physician that the patient's chronic competitor lead system (implanted (B)(6) 2010) would most likely require laser extraction. It appears that he ep laboratory at this facility was not equipped to perform laser extraction procedures. The physician elected to proceed with the procedure. The device was successfully removed. During manual manipulation of the chronic competitor leads, the patient went into asystole. Pacing was provided using external pacing pads. Pacing pulses were delivered quickly that limited the asystolic event to less than 2 seconds. The explanted device was connected to the chronic right ventricular (rv) lead and was secured externally. At that time, the patient was scheduled to be transferred to another facility. It was confirmed that the external device was providing vvi pacing at 70 ppm with capture.